Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc was informed from the user that the followings. The timing that the subject device could not work was during a nasal examination procedure. The user replaced the subject device with another device and completed the intended procedure. There was no patient complication after the procedure. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc considered that this phenomena were attributed to the failure of both the camera head and the camera cable due to the user handling. Olympus stated the appropriate handling of otv-s7proh-hd-12e and the counter measures against abnormalities in the instruction manual of otv-s7proh-hd-12e.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was caused by the failure both of the ccd sensor and the camera cable. In the evaluation, (B)(4) also found that the followings. There was cut on the external surface of the camera cable. The white balance couldn t be adjusted properly. (B)(4) surmised that the cut on the external surface of the camera cable attributed to the use of a pointed or sharp object which might come in contact with the cable by the user handling. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing that the subject device could not work. During the incoming inspection of the subject device for repair at olympus (B)(4), it was found that the reported phenomenon was duplicated, also the endoscopic image was not displayed and the error e311 which indicated the white balance had not been set was displayed. There was no report of patient injury associated with the event.